Event description:
It was reported by the patient that post implant of a realize gastric band, the port was replaced on (B)(6) 2010, stating the port was "faulty". According the patient, the surgeon was unable to be penetrated with needle. Palpitation, and an additional five unsuccessful attempts with the needle to do fill and x-rays were done to located and access the port. The patient reports having difficulty with post operative pain management and stayed in the hospital for pain management.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.